Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced malposition of the device and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The female patient was 66 years old and weight not provided.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the material rupture as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced malposition of the device and patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient's age, weight, and gender were not provided.